Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011, allegedly due to pain, elevated cocr levels and clunking sound. The modular head and taper insert were removed and replaced. Patient¿s legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2003 and right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported patient allegations of pain, dysfunction, loss of range of motion, elevated cocr levels, metal poisoning, and metallosis and that a right hip revision procedure took place on (B)(6) 2011. There has been no reported revision procedure for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes from the right hip revision procedure on (B)(6) 2011, indicates the revision procedure was performed due to metallosis and elevated metal ion levels. The revision operative notes confirm the modular head and taper insert were removed and replaced and that the acetabular cup remains implanted in the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain" and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown". This report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2012-00518 / 00520 and 1825034-2013-05141 / -05142 and -05210 / -05211).